Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# v949384, implanted: (B)(6) 2013, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that the patient's first implant lasted 2 years and 5 months. The recent implant lasted 13 months and was currently at an effective replacement indicator (eri). Based off the device registration system (drs) the patient later agreed that the recent implantable neurostimulator (ins) lasted the same amount of time as the first ins. However, the rep indicated premature depletion of the current battery based on longevity estimate at the time of the call. The current settings of the device were 3.3v, 450us, 50hz, 611 ohms, and .1 sec on/.1 sec off. It was calculated that eri should be 19 months and eos should be 22 months, but this was a 60hz calculation because the calculator only went down to 60hz. It was summarized that it was likely that it should have been 20 months eri and 23 months eos (end of service) with the lower rate. The adjusted energy use value was 236. It was determined that they needed to cycle at greater than 15 sec on or 15 sec off for longevity benefit. There was a potential premature depletion because of the cycling that was programmed. The device was planned to be replaced on (B)(6) 2015. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.